Event description:
The user was re-implanted. Reportedly, the user had previously been treated twice for extra cochlear channels. Now again channels were extra-cochlear.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted due to a post-operative migration of the electrode out of cochlea. In addition, the recipient underwent a previous revision surgery in 2021 due to extra cochlea channels. Reportedly, the recipient suffered from a device unrelated infection, namely chronic otitis media. A contribution of the reported infection to the migration cannot be excluded. This is a final report.

Event description:
The user was reimplanted on (B)(6) 2022 due to migration of the electrode array out of the cochlear. A full insertion was achieved at implantation.